Event description:
Patient arrived to pacu from or with large area of redness on the upper left thigh, left flank and left abdomen. The bair paws flex gown was used intra-operatively. Area remained red for approximately two hours. No redness or blistering noted the next day.